Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicated the patient experienced withdrawal symptoms of nausea, vomiting, and anxiousness. The patient was referred to their primary hcp for pre-operation clearance and provided the patient with oral medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicated the cause of the motor stall was not determined. The motor stall did not recover. The hcp concluded "pump failure." The patient was sent for surgery clearance for pump replacement. The patient was given oral medication. Once the pump was removed, it would be sent back for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that when this occurred, there was a "misrepresented conclusion about the pump" and the patient had a couple different conclusions from what his physician told him. The doctor said "it was a catastrophic failure" and they could not fill it and it shut down. The pump replacement had to be postponed due to a dental related infection. The patient confirmed this was not related to the pump, he had preexisting dental issues. There had not been a new date set for pump replacement. The pump was still alarming and keeping the patient up at night. He went to the managing hcp's office about 4 days prior to (B)(6) 2019 and the office manager shut off the alarm but then it started up again. There were no further complications reported at this time.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 21-feb-2019 from the healthcare professional who reported that the cause of the alarm starting up again was the low reservoir. The alarm was active but was deactivated. The patient was having the pump replacement next week. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due gear wheel 3¿. The pump passed alarm testing at ¿greater than or equal to 65 db¿ during analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) and consumer regarding a patient who received dilaudid 10.0mg/ml; 2.399mg/day in an implantable pump for non-malignant pain and failed back surgery syndrome. A motor stall occurred on (B)(6) 2018 with no recorded recovery. The motor stall was confirmed via interrogation. Re-interrogations did not result in motor stall recovery. The patient did not recently have an MRI. It was reviewed to consider pump replacement, cover patient with non-pump medication, and return the pump to the manufacturer if explanted/replaced. The reporter would inform the managing hcp of these considerations. The patient experienced withdrawal symptoms (per patient, "so sick"). Additional information received from the consumer indicated the current motor stall alarm sounded "different than other pump¿that one was much louder." No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the pump was replaced. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the pump was being replaced on (B)(6) 2018 due to the malfunction, then was cancelled due to the patient having issues unrelated to the pump/therapy. They had to reschedule due to an infection in his mouth. The date of the infection was unknown. The patient had to finish his course of antibiotics before they could schedule the replacement. The pump had continued to alarm. The patient was currently at minimum rate. It was reviewed on how to silence alarms. There were no further complications reported at this time.